Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted on (B)(6) 2013 that the return stop of the compact air drive (cad) ii is defective. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.